Event description:
Tissue processor malfunctioned resulting in extensive damage to biopsy specimens on eight patients, requiring further clinical evaluation and possibly re-biopsy. Attempts to reprocess the tissue resulted in no improvement. Instrument taken out of service and returned to manufacturer after on site repairs were unsatisfactory.